Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08178. The patient has three different pns (off-label use) systems implanted; one occipital, one right side (neck, upper and lower back) and one left side (neck, upper and lower back). The patient¿s left side system included: eon ipg 3716, wide-spaced quattrode 110cm (1) 3161, wide-spaced quattrode 90cm (2) 3169, dual extension (1) 3341. The patient¿s 2 3169 leads were from the same lot number. It was reported the patient experienced overstimulation from the 2 back leads (3169) when stimulation was increased and (left system). Lead diagnostic s showed all normal impedance readings. The patient underwent surgical intervention where the physician removed both 3169 leads and one extension and replaced them with a 3166 lead, 3186 lead and new extension. The patient¿s ipg was also replaced for the left system; however there are no known issues with the ipg.